Manufacturer narrative:
(B)(4). The customer reported that the device could not power on. There was no report of patient involvement. Since the customer chose not to repair the device, we are unable to determine the cause of the reported symptom.

Event description:
The customer reported that the device could not power on. There was no report of patient involvement.